Event description:
It was reported that the 9900 system was missing images and would not shut down correctly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The isd board, ups assembly, and the ide drive were replaced during the service call. The system was tested and found to be working as intended, and put back into service.